Manufacturer narrative:
(B)(4). Eval, method, results, conclusion: product scheduled for return but not received by manufacturer for inspection. (B)(4).

Event description:
The surgeon removed the blade from the surgical field to clean the tip, and one side of the thermal shielding came off. The patient was not affected.

Manufacturer narrative:
(B)(4). Testing performed: complaint device: device: plasma blade 4.0 product code (sku): ps200-040, serial / lot number: (B)(4), expiration date: 2015/0. (Source lhr) quantity returned: 1 visual inspection: the device was returned in a hospital sealed (B)(6) pouch, none of the original packaging or labels were returned. The devices electrical cable was cut approximately 1.5 inches from the proximal end of the device, the cable was not returned. The device tip had evidence of charred tissue indicating that it had been used during surgery. To the unaided eye, the coating appeared to be normal; under magnification two small areas did exhibit damage to the coating. Functional inspection: na. Unable to conduct functional testing due to the missing cable lhr review: the lhr for (B)(4) was reviewed and analyzed for any issues associated with tip coating, none were found. One device was scrapped for ¿button dead cut and coag¿ one device was scrapped for ¿no glow from blade during functional testing) lot was completed on 9-18-2012, lot start quantity was (B)(4)devices were accepted. Investigation conclusion: the complaint was confirmed based on visual inspection of the plasmablade. The tip appears to have lost some of its coating. It cannot be determined what caused the coating on the tip to chip but it is possible that improper handling may have contributed. Complaint will be tracked and trended for future instances of the failure mode to determine if further action is warranted. (B)(4).

Event description:
The surgeon removed the blade from the surgical field to clean the tip, and one side of the thermal shielding came off. The patient was not affected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.